Manufacturer narrative:
UDI: gtin unavailable. Product made prior to compliance date it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
It was reported that the pressures setting was not able to be changed with programmer when the surgeon tried to change the setting on (B)(6) 2017. The surgeon commented that there was no needs urgent pressure change. The patient was follow-up. There device was removed.